Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. P-cap locked in place properly during testing. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. Thus software was utilized and uploaded trace/history files properly. During visual inspection, no moisture damage on keypad assembly and no cracks on u1 traces. Unit passed the displacement test and self test. The adapt tool was utilized to search for any 61 stuck key alarms that may have occurred in the past. The adapt tool reveals that no 61 stuck key alarms were displayed around event date. Proceeded by cutting the unit open and performing a visual inspection of connectors and electronic stack. No damage noted to keypad assembly or on keypad traces and the j1 connector on pcb1 was locked properly during visual inspection. Unit was also received with battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), label damage (faded), cracked case on battery side, scratched case, cracked keypad overlay at select button, pillowing keypad overlay, stained keypad overlay and cracked retainer. In conclusion, the customer allegation for stuck key alarm was not confirmed when no 61 stuck key alarms were noted during testing of the unit. All keypad buttons were responsive and working properly. No moisture damage was noted on keypad overlay assembly or cracks on u1 traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a keypad anomaly and the pump was affected by the retainer ring recall. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. The pump screen was scrolling without input from the user and the pump has not been exposed to altitude change. The customer called for an issue not covered by existing troubleshooting guides. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instruction. Mmt-1780kpk was requested and the customer response was the device will be returned.